Manufacturer narrative:
The referenced scope was not returned for evaluation. The exact cause of the reported positive culture on the scope cannot be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that following a procedure, the scope's culture tested positive for cupriavidus species after being high level disinfected (hld) and ethynol (eto) sterilized. The sampling was performed for evaluation of the contamination rate after eto sterilization suggested by FDA.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. The OEM's (omsc) investigation concluded that the potential cause of cupriavidus sp. Contamination at the sampling might be due to environmental contamination during sampling based on following fact. Cupriavidus sp. Are environmental organisms.